Manufacturer narrative:
Other: crossbar.

Event description:
It was reported by service report that the caster broke off of the cot. There was pt involvement, however, no adverse consequences were reported.